Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced cerebrovascular accident. A cerebral infarction occurred on the day after a re-do procedure (B)(6) 2026. The procedural activated clotting time was 350 seconds before the procedure and over 350 during the procedure. One transseptal puncture was performed and 22 ablations were done within the pulmonary veins only. Symptoms of paralysis were observed in the patient¿s left hand. Brain scan showed a single lesion approximately 8 mm in size on the right side of the brain. No intervention was provided for the cerebral infarction. The physician monitors the patient¿s course/progress. The patient¿s condition has improved; however, the patient has residual numbness in the left hand. The patient has been discharged (date unknown) and is undergoing outpatient follow-up. Physician's judgment on health hazard is non-serious (moderate/minor). There is a casual relationship with the product. The physician's opinion on the relationship between the event and the product is that the complex patient anatomy may have contributed to the occurrence of ablation stacking. There were no abnormalities observed prior to or during use of the product. The patient did not have any anatomical abnormalities. No pre-ablation thrombus check performed. No evidence of char, blood thrombus, or clot during the procedure. The patient did not have a previous history of stroke. No issues with flow rate change at the start of ablation. The irrigation rate used during this procedure was varipulse plus 30ml/min ablation irrigation flow rate, generator automatic switching to 4ml/min idle.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).